Manufacturer narrative:
Device evaluated by MFR: the main coil, the introducer sheath and the pusher wire were returned for evaluation. Visual and microscope inspections were performed. It was observed that the main coil was bent and stretched at the coil arm, zap tip and primary coil section, moreover the arm coil and the zap tip were detached. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that the difficulty insertion occurred. The target lesion was located in the arteriovenous malformation. A 6mm x 20cm interlock was selected for use. During the procedure, it was noted that the coil could not be inserted into the delivery catheter, the procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed that the arm coil and the zap tip were detached.